Event description:
While attempting to place a micropuncture wire into the iliac artery the physician was unable to advance the wire. When the wire was removed it was noted the tip was broken off the wire.